Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water was injected in the foley catheter. But it was not possible to drain the water.

Manufacturer narrative:
The reported event is unconfirmed as the reported event could not be reproduced. Visual evaluation received 1 silicone temp sensing foley catheter with sample port connector. Using in house syringe inflated catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). During inflation is was observed that the solution was entering into the drainage lumen. Also received 4 photo samples. First photo sample shows inflation cap. Second photo sample shows top view of tray. Third photo sample shows top view of catheter. Fourth photo sample shows end of catheter with deflated balloon. Based on the physical sample received the reported event is unconfirmed as the reported event could not be reproduced. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water was injected in the foley catheter. But it was not possible to drain the water.